Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a no flow event occurred. The target lesion was 90% stenotic and was located in the left anterior descending (lad) artery. The physician advanced a csi viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician performed two runs at low speed and three runs at high speed to treat the lesion. Post-atherectomy angiography did not reveal any angiographic complications. Atherectomy was then followed-up by deploying a stent across the lesion. At this point, blood flow through the lad artery stopped and the patient became unresponsive. Epinephrine and cardene were administered to resolve the no flow event. The patient recovered, but an intra-aortic balloon pump (iabp) was advanced into the patient for additional cardiac output support. The patient was transferred to the critical care unit for further monitoring and care.